Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 24mm amplatzer septal occluder (aso) and a 10f amplatzer torqvue 45°delivery system (dtv45) were selected for use. The aso deformed into a cobra-head shape when it was deployed, which was delivered through the delivery sheath of a 10f dtv45. The aso was removed from the patient and was attempted to turn back to original configuration. After the deformed disc of the aso was back to normal, the aso was redelivered and deployed at the patient's atrial septal defect (asd); however, the same issue occurred. The aso was safely removed again from the patient and was exchanged for a second 24mm aso. The second 24mm aso was successfully deployed in the patient's defect with the original 10f dtv45. The procedure was not significantly extended and the patient did not have any adverse consequences. The physician believes this event did not have the potential to result in patient harm or injury.